Manufacturer narrative:
Updated fields: b4, d10, g1 (contact person), g4, g7, h2, h3, h6, (type of investigation), (component codes), h10. A getinge field service engineer (fse) evaluated the unit and reproduced the reported the reported failure. To fix the issue, the fse replaced the coiled cable cord and the backplane to coiled cable, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Event description:
N/a

Manufacturer narrative:
Device not accessible for testing: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during in-hospital transport of a patient, the cardiosave intra-aortic balloon pump (iabp) screen blacked out, pumping stopped and a backup alarm was heard. It was noted that the screen was displaying the start up screen. The end user swapped out the iabp unit with another iabp unit without issue. No patient harm, serious injury or adverse event was reported.